Manufacturer narrative:
Physio-control evaluated the customer's device and verified that all three icons (attention, charge-pak and service wrench) were present on the device's readiness display. Physio observed that the charge-pak assembly that was installed in the device had been previously installed in a different unit (and thereby linked to that device) and had expired back on 07/28/2015. Physio also observed physical evidence that the device had been previously opened. Physio also noted that the device handle was missing/removed. Physio manually downloaded the device's memory and found that the digital pcb assembly that was installed did not match manufacturing records, indicating that someone had attempted to repair or remanufacture this device prior to returning it to physio-control. The internal hybrid layer capacitor (hlc) batteries had sufficient energy and the device was able to charge and shock when prompted; however, because a different digital pcb assembly was installed, this device would have behaved differently than expected to an end user. The original device configuration was semi-automatic (end user would need to press the shock button in order to deliver energy) but the digital pcb that was installed had an automatic configuration (would shock automatically). Due to the attempts by an unknown party to either repair or remanufacture this device, physio-control is unable to conclusively determine the cause of the reported issue.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). With the device showing all three icons, the device likely does not have sufficient power available to deliver adequate defibrillation therapy, if needed. There was no patient use associated with the reported issue.